Event description:
Apparent premature depletion and random component failure reported. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Apparent premature depletion and random component failure were reported. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: data from the device was analyzed and revealed that a high current drain condition was present during its service time. The high current condition cleared before destructive analysis was performed; therefore, the cause could not be determined. Apparent premature depletion and random component failure were reported. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination no conclusion can be drawn premature eri (elective replacement indicator)..